Manufacturer narrative:
The AED was received at cardiac science for investigation. The pads used during the rescue were not available for inspection. The lot number of the pads used in the rescue was provided and indicated the pads had not expired prior to the rescue. Data was downloaded from the AED and reviewed. The data indicated that after the AED's lid was opened and pads were placed on the patient, the AED briefly detected attachment of the pads on the patient and attempted to analyze the patient's rhythm; however, the rhythm analysis period could not be completed because of problems with attachment of the pads. After continuously prompting the rescuers to press the pads firmly on the patient, the AED detected pads placement and was able to analyze the patient's rhythm. The analysis correctly categorized the patient's asystole rhythm as non-shockable. A CPR session was prompted and the lid of the AED was closed soon thereafter. Multiple tests and inspections of the AED were performed. No problems with the AED were found and it functioned correctly during rescue simulations. The multiple prompts to check pad placement after the pads had already been attached to the patient indicate there was poor electrical contact between the pads and the patient. The poor contact may have been caused by the condition of the patient's skin, damaged electrodes, or use error. It is unlikely the electrodes were damaged prior to use because the AED would not have been "rescue ready" when the rescue started. The AED will be serviced and returned to the customer.

Event description:
The customer provided the following description of the event: "public safety department received a phone call that a male individual was down at a restaurant on campus. He is having heart issues. A nursing student was at the restaurant and started performing CPR. Officers arrived on the scene 1-2 minutes after receiving the phone call. Officers took over and started performing chest compressions, rescue breaths and affixed AED electrode pads. The voice prompt on the AED continually stated, "peel one of the white pads completely from blue plastic - begin by pulling from tab corner". AED would not announce that it was analyzing the patient. Officer pressed down several times on the pads to ensure they were in place, but the unit never went past this message. Officer pushed the shock button, but it would not deliver shock. (B)(6) paramedics arrived on scene within 5-10 minutes and took over CPR treatment (ivs, lucas chest compression device, etc.). Patient was transferred to (B)(6) hospital. Patient was pronounced deceased at hospital."